Event description:
On (B)(6) 2012, pt's father reported pt went swimming with the infusion device and now the device is displaying an e8 (power interrupt) error message. Father stated the infusion device was in the water for approximately 5-6 seconds. Pt is going on backup infusion device. Call was accidently disconnected. On call back, father stated the infusion device was submerged in water and now the device is displaying an e8 and the buttons are not responding to button presses. Had father install a new battery; infusion device performed self-test but again displayed e8. Father attempted to press the check button to silence the error but the buttons would not respond. Pt is on backup infusion device at this time. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.